Manufacturer narrative:
Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010; product type: lead, product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2010; product type: lead, product ID: 37752, serial# (B)(4); product type: recharger, product ID: 37743, serial# (B)(4); product type: programmer, patient, product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010; product type: extension, product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2010; product type: extension. (B)(4).

Event description:
It was reported that the patient could not adjust stimulation and had not received any stimulation sensation since (B)(6) 2012, when he walked through a (B)(6) security screener. Patient was unsure if he had stimulation on while going through the security gates or while he was in the store. Patient reported never seeing "power on reset" screen after exposure to (B)(6) security screener. The patient programmer, physician programmer nor recharger could communicate with the device. The manufacturer representative reported that the patient had "power on reset", the battery was not overdischarged and the impedance readings were within range. The battery was charged up to 25% and the stimulation coverage was confirmed. The patient used their patient programmer to adjust stimulation with no issues.